Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 13, 2025 ¿ february 14, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused during infusion. It was observed that the device had completely administered the fluorouracil in less than 14 hours instead of the expected 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.